Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2025. At approximately 8:00 pm, the patient's dexcom continuous glucose monitor (cgm) displayed a sensor error, which coincided with a reported health episode. The patient experienced fatigue but did not report any injuries and was unable to manually check their blood glucose levels. By 8:30 pm, a 911 call was placed. Upon arrival, emergency responders measured the patient's blood glucose at 29-30 mg/dl and administered intravenous glucose. The patient was then transported to (B)(6) hospital, arriving at approximately 9:00 pm. The identity of the attending emergency room physician remains unconfirmed. During the ER visit, the patient was provided with a turkey sandwich and orange juice to assist in stabilizing blood glucose levels. The dexcom sensor error persisted throughout the duration of the hospital stay. The patient was monitored for approximately three hours and was discharged around 3:30 am on (B)(6) 2025. As of the time of this report, the dexcom sensor error remains unresolved. The patient continues to feel tired, with a current blood glucose reading of 130 mg/dl. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred on (B)(6) 2025. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/20/2025. Data was further reviewed. It was reported that sensor error occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. In connection with the reported allegation, it was found that glucose alerts were delivered as intended. However, the urgent low soon alert was delivered at 0% volume as phone set to silent/mute and acknowledged immediately. Then urgent low soon and urgent low alerts were delivered, escalating from 0-100% as phone set to silent/mute, with some alerts delivered through an external bluetooth audio device. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred on (B)(6) 2025. The probable cause could not be determined. No additional patient or event information is available.